Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), dysmenorrhoea ("severe abnormal menstrual pain"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headache"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2018 underwent hysterectomy and bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, dysmenorrhoea, pelvic pain, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), dysmenorrhoea ("severe abnormal menstrual pain"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headache"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2018 underwent hysterectomy and bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, dysmenorrhoea, pelvic pain, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy') and genital haemorrhage ('excessive bleeding') in a 50-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included kidney stones (procedure to remove kidney stones) on (B)(6)2017, nephrolithiasis, infertility (multiple laparoscopies for infertility therapy.), spinal fusion and intestinal adhesions. Concurrent conditions included numbness in hand since (B)(6)2018, migraine since (B)(6)2018, joint pain since (B)(6)2018, menopausal since (B)(6)2018, endometriosis since (B)(6)2018, adenomyosis since (B)(6)2018, hypertension (telmisartan, triamterene and hydrochlorothiazide) since 2008 and cyst ovary. Concomitant products included alprazolam since (B)(6)2018, chlorothiazide (chlorthiazide) since 2008, diclofenac sodium since (B)(6)2018, esomeprazole since (B)(6)2018, estradiol, macrogol 400;propylene glycol (systane) since 2014, pantoprazole since (B)(6)2018, progesterone, ranitidine hydrochloride (zantac) since (B)(6)2018, telmisartan (micardis) since 2008 and triamterene since 2008. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient experienced vision blurred ("blurred vision"), 1 year after insertion of essure. On (B)(6)-2014, the patient experienced dry eye ("dry eyes"). In (B)(6)2014, the patient experienced pelvic pain ("severe pelvic pain"), spinal pain ("spine pain"), arthralgia ("hip pain / joints pain") and pain in extremity ("hands and arm pain"). In (B)(6)2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and bacterial infection ("bacterial infection"). In (B)(6)2018, the patient experienced allergy to metals ("allergic reaction / nickel allergy"). In (B)(6)2018, the patient experienced reflux laryngitis ("laryngopharyngeal reflux"), dry mouth ("dry mouth"), gingival pain ("gum pain") and dysgeusia ("taste metallic"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), dysmenorrhoea ("severe abnormal menstrual pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headache"), mood swings ("mood swings"), fatigue ("fatigue"), feeling abnormal ("neuro condit/problem"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), dysphagia ("trouble swallowing") and toothache ("dental pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with fluconazole, ibuprofen, metronidazole, naproxen sodium (aleve), paracetamol (tylenol) and surgery (on (B)(6)2018 hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, headache, allergy to metals, mood swings, fatigue, vaginal infection, alopecia, gastrointestinal disorder, dysphagia, vulvovaginal mycotic infection, bacterial infection, reflux laryngitis, vision blurred, dry eye, dry mouth, spinal pain, gingival pain, dysgeusia, pain in extremity and toothache outcome was unknown, the pelvic pain and abdominal pain had resolved and the feeling abnormal and arthralgia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bacterial infection, device dislocation, dry eye, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, gingival pain, headache, menstrual disorder, mood swings, pain in extremity, pelvic pain, pregnancy with contraceptive device, reflux laryngitis, spinal pain, toothache, vaginal infection, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: received treatment for pelvic pain female, abdominal pain, nickel allergy,vaginal infection, neurological disorders nos , gastrointestinal disorder, hair loss, tooth disorder, vision problems, brain fog and trouble swallowing. Doctor recommended patient that cutting into her uterus and removing her fallopian tubes and parts of her uterus. On left side four coils were noticed and right side 4 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: new events(vaginal infection, neurological disorders nos , gastrointestinal disorder, hair loss, tooth disorder, vision problems, brain fog and trouble swallowing) updated, outcome of events pelvic pain female and abdominal pain (recovered / resolved) updated, reporter detail added, date of birth of patient added, event allergic reaction was updated to nickel allergy. Fu 2 and 3 processed together. On 19-sep-2019: pfs received + mr: new events (bacterial infection, yeast infections, brain fog, laryngopharyngeal reflux, dry mouth, metallic taste, gum pain, spine pain, blurred vision and dry eyes, hip joint pain, arm/ hand pain) updated, lot number, medical history, concomitant medication, patient initial updated and reporter updated. Fu 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.